Event description:
It has been reported that the device is failing self-test.

Manufacturer narrative:
Incorrect device indicated in short description. This report pertains to an frx device, not an hs1.